Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause could not be determined for the reported suture separation. The unexpected medical intervention appears to be related to be related to circumstances of the procedure. Factors that may contribute to suture separation include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in the description of incident are filed under separate report numbers.

Event description:
It was reported this was a venotomy closure of two access sites at the right common femoral vein using the pre-close technique prior to an interventional procedure, one in preparation for a larger sheath and the other a 6f access site. Reportedly, a cuff miss [suture retrieval issue] occurred with two prostyle devices at the access site that was being prepared for a larger sheath. The sutures of two new prostyle devices were pre-placed which seemed to take at the time. The sheath was upsized to greater than 8.5f and the procedure was completed. When the rail suture was pulled, following removal of interventional sheath, both sutures pulled out. Hemostasis was achieved via a figure of eight suture. The 6fr access site had a single pre-placed prostyle device in place. When closing off the suture at the end, the suture snapped and the whole suture pulled through. Hemostasis was achieved via a figure of eight suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.